Manufacturer narrative:
Reference medwatch 3004209178-2015-94899 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings.

Event description:
It was reported that the customer's blood glucose level was 538 mg/dl. He treated his high blood glucose level with a manual injection. The sensors stayed out all night in bad weather and the insulin pump kept asking to update the sensor blood glucose now. The product will return. Nothing further to report.